Manufacturer narrative:
This report is submitted on jul 17, 2023.

Event description:
Per the clinic, the patient experienced a wound dehiscence that required a surgical procedure to close the wound on (B)(6) 2023. The implant remains in-situ.